Event description:
It was reported that the patient underwent a procedure where a cable was implanted for fixation. Post-op the cable had broken and a revision surgery was done to remove and replace the broken device.

Manufacturer narrative:
Visual review confirms cable breakage. All strand fracture surfaces appear to contain varying degrees of damage and/or mechanical smearing. Microscopic examination of multiple individual cable strand fracture surfaces reveal fairly flat fracture surfaces, with a surface angulation consistent with shear overload. Additionally, several other strands appear to show necking, consistent with tensile overload. This suggests initial failure due to shear, thus weakening the cable, placing increasing tensile stress on the remaining intact strands until ultimate tensile failure. The above observations suggest initial failure due to shear, thus weakening the cable, placing increasing tensile stress on the remaining intact strands until ultimate tensile failure.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation.